Event description:
Jacket was difficult to retract. Contralateral wire became caught on hooks upon jacket retraction. Resolved with guiding catheter. Pull wire number 4 broke. Retroperitoneal cutdown performed.